Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring=black. P-cap locked in place properly during testing. On 07/16/2021 customer called concern when changing the battery and the metal piece fell out, after receiving the new battery cap there's another piece that got stuck on the insulin pump and can't fit in the new battery cap not allowing to properly installed the battery and new battery cap. No further concerns recorder. Proceed it with the following testing to assure proper functionality of the device. Device downloaded successfully using (thus software) for reference. Proceed it by using a new battery cap and a new battery. Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Device received with normal operating currents.however, the power management tool indicated abnormal behavior of the unloaded vaa voltage as shown on the power management graph. Therefore during download history review on 07/16/2021 at 13:30:07, 13:30:18, 17:02:18 and at 17:02:29 hours multiple battery out limits alarms occur during this time frames. During visual inspection cracked battery tube threads and missing battery cap metal contact. In conclusion, no blank display noted during testing and no objects stuck in the battery tube not allowing battery and battery cap to properly lock in place noted. Device may have had an intermittent failure not detected during our testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that they changed the battery and the metal piece fell out and was told it was part of the battery cap and received a new battery cap but there was another piece that got stuck on the insulin pump and did not fit in the new battery cap. Customer stated that the display was blank after receiving a new battery cap. Customer also stated that there was a crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.